Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 19 mg/ml of hydromorphone at an unknown dosage and 150 mg/ml of clonidine at an unknown dosage via an implantable pump for malignant pain and other pain indications-other. On (B)(6) 2016, it was reported that the patient heard a pump alarm on (B)(6) 2016. The patient was seen in by the hcp the following day and the event logs confirmed that a motor stall had occurred on (B)(6) 2016 and last 5 hours before recovering. The patient had not recently had an MRI or experienced any other electromagnetic interference. On (B)(6) 2016, the patient heard another alarm, however when they saw the hcp the same day, the pump logs were checked and no alarm logs were present save the original motor stall and recovery messages. According to the rep, the pump was scheduled for replacement on (B)(6) 2016. There was no known cause for the alarm as no other alarms were in the logs other than the motor stall on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
Information received on (B)(6) 2016. Explant date of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on (B)(6) 2016. It was reported that the pump was explanted on (B)(6) 2016 and would be returned.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on 2016-dec-15. It was reported again that the patient was having their pump replaced due to motor stall, but was having the current pump refilled prior to the replacement. No additional information was reported. Additional information was received from the manufacturer¿s representative on 2016-dec-16. The patient¿s identifying information and their pump serial number were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.